Event description:
Customer reported that the screen on the insulin pump is frozen and is only showing a number 3 in the middle of the screen. Customer stated that no time clock is present and the buttons do not respond. Customer was advised to remove the battery and ensure the screen goes completely blank, then insert a new battery. Customer got a black box on the screen for about 2 minutes and the number 3 showed up again. The insulin pump did not alarm. Customer stated the device was neither exposed to extreme temperatures or direct sunlight. He was instructed to stabilize at room temperature; the black screen did not disappear. Most recent blood glucose value is 161 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. However, the insulin pump had intermittent button response due to corroded keypad traces. No frozen display was noted. No time clock anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked case at the reservoir tube window corners, cracked reservoir tube window, broken battery tube threads, a corroded battery tube and a missing end cap sticker.